Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a procedure, the navigation system could locate and track instruments but the images would not update and the instruments moved along the anatomy. It was reported that the registration technique was performed properly. It was noted that the foot pedal was not pressed, the navigation system was restarted, the surgeon profile swapped and the tool card re-added without resolution. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.